Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2016 with the following findings: the black box began on 02/04/2016. The black box data/histories for the event have been overwritten due to continued use of the pump. The pump booted to the verify screen with vibratory and audible features. A rewind, load and prime sequence were successfully completed with no issues. The pump was exercised for a 24hr duration period with no self-suspending occurred during this time period. There was no hypersensitivity of the keys observed on keypad. The pump was able to be manually suspended and manually resumed with no issues. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and the pump was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the patient contacted animas alleging that they experienced a blood glucose (bg) of 595 mg/dl with excessive thirst and urination. During troubleshooting with customer technical support (cts), it was revealed that the patient had suspended then resumed insulin pump therapy multiple times on the day of the bg excursion. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care. It was reported that there were recent changes made to the patient¿s basal rate in the insulin pump by his healthcare provider (hcp). This complaint is being reported because, the patient allegedly experienced hyperglycemia related to use error in suspending the pump from giving insulin multiple times.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.